Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with mentor memorygel breast implants 225cc and experienced bilateral rupture post-operatively. As a result, the patient underwent removal and replacement with mentor gel breast implants ((B)(4)) on (B)(6) 2022. This report is for the left breast prosthesis.

Manufacturer narrative:
On apr 25 2022, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade unknown. Upon explantation, the left breast prosthesis was found to be intact. The right side was confirmed ruptured. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 225cc breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear on the posterior view within the crease/fold measuring approximately 0.1 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).